Event description:
Event description guidant received information that this pacemaker was either atrial undersensing or ventricular oversensing; however, it was unable to be determined which was occurring. Pacing was inhibited.